Event description:
Pt presented with no palpable pulses below both knees, purple feet, and small, highly calcified iliacs. Pt was pre-dialted with 12x6 balloons. Physician went retrograde 3-4 inches to get above calicification and tortuosity to deliver the catheter. Inadvertently deployed the contralateral limb prematurely; tried to retract the ipailateral limb and the front stop but became caught at the bifurcation. Physician cut the catheter (2cm above front stop) to remove it, but the portion of the catheter from the radiopaque marker to the front sheath remained in the pt. Vessel was tied off, and physician performed a femoral to femoral bypass. No pulse was noted in the right foot/leg; physician introduced a fogarty catheter and removed a large clot and large plaque. Pulse was regained; pt underwent MRI the following evening and was subsequently discharged home.